Event description:
A healthcare professional reported ¿after observing shape disfiguration in the breast, I requested an MRI. MRI result: the integrity of the implant has been compromised¿ affected side is unknown. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, change in appearance.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken, red particle in the gel and underweight. A microscopic analysis was performed which identify, a broken sharp in the posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken.

Event description:
Healthcare professional reported, right side ¿shape disfiguration in the breast" and pain. Subsequent, MRI diagnosed rupture. The device has been explanted and replaced.